Event description:
It was reported the pt was implanted with a monarc sling system on (B)(6) 24, 2007 to treat her stress urinary incontinence. The pt experienced pelvic pain, dyspareunia, adhesions, chronic interstitial cystitis, mental and physical pain and suffering, mental anguish, recurrent infections, incontinence, disability and permanent injury. The pt had undergone multiple non-specified revision surgeries.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.